Event description:
Additional information was received noting the patients all had pre-existing conditions of pad and were scheduled for interventional procedures. Reportedly, after the wire was put into the sheath, the sheath began a slow consistent leak of blood flow from the access port. It would continuously leak while the wire was in the sheath but would change into a more aggressive flow once the wire was removed. A .018 wire guide as well as a 6f atherectomy device were used during the procedure. The blood loss continued through the access port during the entire procedure until the patients were placed in the recovery room and the sheaths were removed. During the procedure all patients were given a dose of heparin in order to thin the blood. According to the physician, the patients were not directly affected by the faulty product or harmed in any way. All patients were sent home in the normal time for these procedures and upon follow up, are healthy and free of complications.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 & b7. Correction: b5 & b7. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Corrected information: g5 this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation: reviews of the documentation, instructions for use (IFU), drawings, manufacturer¿s instructions, and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with this device, which states ¿using the side-arm of the valve, flush the sheath by filling the sheath assembly completely with heparinized saline." Based on the information provided and no product returned, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown other healthcare professional. PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure involving a patient of unknown age and gender, a flexor raabe guiding sheath leaked. An unknown wire was introduced into the "port hole that has the stop cock". Reportedly, when the wire was removed, blood came in a "constant flow". When the wire was in place, blood would sometimes "spray out". The user kinked the "back hose", but the device continued to leak. The user reported that to avoid blood clots, kinking was not preferred, and therefore a wire was kept inside the device at all times. No intervention was required to treat blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.